Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he had a seizure on (B)(6) 2018 from going too low while in auto mode. The customer stated that the pump did not suspend when he went low. They reviewed carelink report and noticed insulin delivery did suspend during the reported day. Blood glucose looks like it didn't go below 70mg/dl. The customer was offered to transfer to help line and patient declined. The customer stated he would call some other day. The insulin pump will not be returned for analysis.